Event description:
Spontaneous: pt reports that her pump alarmed for high pressure at around 3:30 pm est. She states that she typically changes cassettes at 4:00pm est. Furthermore, pump cassette was empty when pt discovered this. Pt switched to back up pump and switched tubing and is doing well. Advised pharmacy would ship out new pump as pt should not have run out of medication so soon at current pump rate. Pt is doing okay. Will replace pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.